Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 03-sep-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the incident, it was determined that the mini drawer was not locked during removal. A technical support specialist (tss) explained and identified the issue as abnormal behavior likely caused by a faulty physical locking mechanism rather than software. The drawer normally had a built-in lock that prevented it from being pulled out further after one slot opened. If the lock was worn, damaged, or not engaging properly, the drawer could continue to slide out even though the system did not allow it. The tss provided guidance to inspect the drawer lock, alignment, and internal components. The customer confirmed that the issue was caused by the physical locking mechanism and resolved it using the provided guidance. The system functioned as intended after the technical support specialist assisted the customer to resolve the issue.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es ntucc mini drawer was not operated as expected. Under normal conditions, the drawer should extend only one slot when a quantity of one was selected; however, the customer informed that the drawer can be pulled out further than intended. Previously, the drawer would lock to prevent overextension. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.